Manufacturer narrative:
Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of lot c2320283 of zisv6-35-125-7.0-40-ptx device was not returned for evaluation. Through the investigation it was confirmed the initial treatment plan was to use two stents, 7×40 (zisv-35-125-7.0-40-ptx) and 7×140, but due to site circumstances, the procedure was completed with only one stent by using 7×140. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the japanese packaging insert c-ci1502m06 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. This states the following: ¿to ensure adequate support of the system, introduce a 0.89mm (0.035 inch) guide wire through the sheath across the distal segment of the target lesion¿. There is evidence to suggest the user did not follow the japanese packaging insert. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to use error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. From the information provided it is known that a 0.014¿ wire guide was initially used during the insertion of the complaint device and as per complaint description it did not provide sufficient support for the delivery system due to severe calcification in both cias and a steep cross over angle. The use of the incorrect size wire guide providing insufficient support combined with the severe calcification and steep cross-over angle is likely to have caused the kink approx. 15cm proximal to the tip observed by the user when they removed the delivery system from the patient. This kink would have also led to the difficulty when the user tried to insert the 0.035-inch radifocus guidewire into the ptx delivery system after removing the 0.014 inch wire guide. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 05-mar-26.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: this case involved evt for a cto lesion in the left sfa, performed via a contralateral cross-over approach. A parent plus sheath was introduced through the right cfa, and a gladius 0.014-inch guidewire successfully crossed the lesion. After balloon dilatation, the procedure proceeded toward stent placement. During insertion of the stent (zisv6-35-125-7.0-40-ptx), the 0.014-inch guidewire did not provide sufficient support for the delivery system due to severe calcification in both cias and a steep cross-over angle. Therefore, the 0.014-inch wire was removed, and an attempt was made to insert a 0.035-inch radifocus guidewire into the ptx delivery system. However, the system could not advance around the apex of the cross-over. When the delivery system was withdrawn from the patient, a kink was identified approximately 15 cm proximal to the tip. Using a 0.035-inch stiff guidewire, the ptx 7 × 140 mm stent could be successfully delivered, and the procedure was completed without further issues. Patient outcome: no health hazards. Additional information provided by the sales rep on 13jan2026: are images (e.g., angiography, us etc.) Of the device and/or procedure available? It will be confirmed. Was resistance encountered when advancing the wire guide? Yes. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? No. Would you confirm if the ptx 7 x140mm stent which was used to completed the procedure was the same device as the complaint issue occurred with? The reason for this question is that the rpn of the complaint device is ¿zisv6-35-125-7.0-40-ptx¿ while the device used to complete the procedure is detailed below: ¿ptx 7 x140mm stent¿. The initial treatment plan was to use two stents, 7×40 (zisv-35-125-7.0-40-ptx) and 7×140, but due to site circumstances, the procedure was completed with only one stent by using 7×140. Am I correct to assuming that the delivery system was not removed from the patient and examined after the 0.014-inch wireguide was removed? It was determined that wire support was needed, so the delivery system was left in place. And the observation of the kink on the delivery system was only observed after removal the 0.035-inch radifocus wireguide? The delivery system was removed together with the 0.035-inch radifocus wireguide, and the kink was identified for the first time at that point.